Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d1, d4, & h4. Evaluation results: the pro padz solid gel radiolucent electrodes were returned to zoll medical corporation for evaluation. During evaluation, it was found that each pad was wrapped in plastic, missing the high voltage wire. Due to the received condition of the electrodes, they were unable to be subjected to any electrical testing. A visual inspection of the electrodes shows some decolorization on the conductive plates, indicating a discharge occurred. However, the conductive gel appears to have a smooth surface in the middle, but grainy textures on the sides, indicating that the electrodes were not properly placed on the patient's skin. The customer did not provide any images of the patient's burn or the device log for review. Electrode labeling states the importance of good placement on the patient and provides instructions for proper electrode application technique. Poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), a loud pop noise was heard. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.